Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Mitek received an adverse incident report from the (B)(6), the mhra, which was authored by the user facility. The report states the following: patient underwent surgery for and arthroscopic subacromial decompression of the left shoulder, when operative drapes removed at conclusion of case a large reddened area apparent on operative arm and torso (left arm and left torso). Surgeon diagnosed probable burn; he prescribed topical hydrocortisone which was applied before discharge to the ward. Incident reported locally, clinical director of orthopaedic surgery made aware and device retained for inspection.

Manufacturer narrative:
The complaint device was received and investigated. Visual inspection revealed the device appears in used condition, the active tip shows signs of activation. There is evidence of tissue debris around the tip. The suction tube and the electrical cord have been both cut close to the handle and due to this, it was not possible to conduct electrical or functional test on the device. The reported failure cannot be confirmed and a root cause cannot be discerned for the user to have experienced this issue. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Mitek received an adverse incident report from the (B)(6), which was authored by the user facility. The report states the following: patient underwent surgery for and arthroscopic subacromial decompression of the left shoulder, when operative drapes removed at conclusion of case a large reddened area apparent on operative arm and torso (left arm and left torso). Surgeon diagnosed probable burn; he prescribed topical hydrocortisone which was applied before discharge to the ward. Incident reported locally, clinical director of orthopaedic surgery made aware and device retained for inspection.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Mitek received an adverse incident report from the (B)(4), the mhra, which was authored by the user facility. The report states the following: patient underwent surgery for and arthroscopic subacromial decompression of the left shoulder, when operative drapes removed at conclusion of case a large reddened area apparent on operative arm and torso (left arm and left torso). Surgeon diagnosed probable burn; he prescribed topical hydrocortisone which was applied before discharge to the ward. Incident reported locally, clinical director of orthopaedic surgery made aware and device retained for inspection.

Manufacturer narrative:
83 days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.